Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to the discovery of an erosion through the esophageal lumen of one linx device bead. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2011 by dr. (B)(6). Gastroscopy on (B)(6) 2018 showed one bead visible "at the entrance to the stomach." The linx device was intact. The patient noted dysphagia for 4 months leading up to device explant. The entire linx device was explanted laparoscopically on (B)(6) 2018 by dr. (B)(6). It was noted that "the localization of the beads was a bit challenging as it was packed with scar tissue".